Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a blank display screen. A test display screen was used but it did not function. Due to the blank display and multiple 052 and 054 errors, the investigation was unable to complete multiple steps. The investigation revealed a slave processor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.